Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found that the plug harness assembly had contact issues and the motor speed was unstable. The plug harness assembly and motor were replaced. The unit was calibrated, tested, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This unit was sent for repair and reported to be defective. Due diligence was completed, and no additional information is available. At evaluation it was noted the motor speed was unstable. No adverse events were reported as a result of this malfunction.